Manufacturer narrative:
The service provider provided the investigation report on 10/26/2021. The actual device was tested. The pump passed the air-in-line alarm test. No issues were found during the testing. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00050).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 10/06/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 621951 did not alarm air-in-line and air got past the pump. The pump was running an infusion for more than the amount that was in the bag, the bag was running empty, and air traveled through the tubing. The air did not make it to the patient. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.